Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb scaffold is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with implantation of a 3.5 x 28 mm absorb bioresorbable vascular scaffold (bvs) in the mid right coronary artery. On (B)(6) 2017, it was reported that just prior to the patients death, the patient experienced dizziness, sweating and discomfort; however, there were no reports of chest pain. Per patients wife, the patient went into the restroom and fell. The wife noted that the patient had died and called the emergency room. Upon arrival to the emergency room, the patient was pronounced dead and there were no resuscitation attempts made. Cause of death was unknown, but considered sudden death. An autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of angina, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.

Event description:
Subsequent to the initial 30-day medical device report, additional information was provided, indicating that the patient had experienced anginal episodes prior to death. No additional information was provided.